Manufacturer narrative:
Updated fields: d4 (UDI#), g3, g6, h2, h6, h11 corrected fields: d2b, PMA/510(k) #.

Event description:
N/a.

Manufacturer narrative:
Corrected field: d4 (product ID). Medwatch report indicates model#/product ID 320210 (cooley vascular clamp); however, the event description reports a ruskin rongeur. The report of item "320210" may have been a typo, as 230210 ruskin rongeur is one digit off. As a result, we have updated our investigation record to match the reported event description of 230210 rongeur. The product has not been returned for evaluation and no information has been received form the customer after several attempts. Lot number information has not been provided; therefore, a review of the device history record (DHR) could not be reviewed. A definitive root cause cannot be determined. The issue of a missing screw may be the result of rough handling or environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar issues.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following was reported via uf/importer report# (B)(4): "after using rongeur, it was noticed that a screw was missing from the instrument. Search was done by staff, but not found. X-ray was done of surgical site and not found. Instrument removed from field and sent with repair tag to sterile processing department." "Original intended procedure: orif with local autogenous bone graft for left clavicular shaft fracture nonunion". No patient injury or surgical delay has been reported.